Event description:
It was reported from the us that during an orthopedic surgery the surgeon had difficulty removing the ankle trial, the surgeon used the osteotome and broke the plastic. There was no delay to surgery and no adverse effect. No pieces left in the wound site. The reporter was unsure of the surgery date. No additional information was provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The complaint product was returned for analysis. The condition of being broken was confirmed. Visual evaluation condition/findings (conducted with a 7x or 10x optical) the broken fixed bearing liner trial appears to be consistent with attempting to remove the trial with an osteotome and breaking it in the process. After figuring out the proper size for the implant, the trial is meant to be removed using the scissor style inserter handle. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design related. The company is not aware of any other complaints involving parts from this manufacturing lot of 5 units, which has been in the field since 2016. Therefore, this issue does not appear to be manufacturing-related. The damaged component reported is the result of using an osteotome to remove the liner trial, eventually leading to the fracture of the mating feature. Osteotomes are not the instrument indicated for removal of liner trials in the operative technique. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient impact. The surgeon had difficulty removing the ankle trial, they ended up using osteotome and broke the plastic. An investigation was conducted; the damaged component reported is the result of using an osteotome to remove the liner trial, eventually leading to the fracture of the mating feature. Osteotomes are not the instrument indicated for removal of liner trials in the operative technique.